Event description:
A surgeon reported that since having intraocular lens (iol) implant surgery, a patient has progressively increased her dependency on eyeglasses for near and intermediate vision over the years. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Insufficient information was provided to properly complete and investigation or determine a root cause. Additional information has been requested. (B)(4).